Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used in an anterior repair procedure on (B)(6), 2013. According to the complainant, during the procedure, when the uphold lite was being implanted, the bullet detached from the suture, but was retained in the catch. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).